Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest tightness post the implantable pulse generator (ipg) implant procedure. It was also reported that higher than expected battery depletion was noted on the ipg. The ipg remains in use and a replacement procedure has been scheduled. No further patient complications have been reported as a result of this event.